Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels ranging from 40-600 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in fluctuating bg levels. Customer gave a correction bolus via the pump and consumed carbohydrates to address bg levels. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the fluctuating bg levels was unknown.